Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that there was an unspecified ¿delayed response time/freezing¿ issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, a timekeeping accuracy test was performed, and the pump accurately kept time. The pump battery was removed and reinserted after one hour, and the time and date reset to factory settings. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.